Event description:
Additional information received indicated that the patient was receiving intrathecal baclofen 1,500.0 mcg/ml at a dose of 160.0 mcg/day and morphine 2.0 mg/ml at a dose of 0.2133 mg/day.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen and morphine drug via an implantable pump for traumatic cauda equina syndrome. The drug concentration and dose rate of both baclofen and morphine were unknown. It was indicated that the report was sent to the national security agency of medicines and health products (ansm) because of the clinical consequences. The ansm surveillance department materiovigilance report reference number is (B)(4). It was reported that an episode of morphine overdose with impaired consciousness / narcan sensitive alertness disorder occurred. The patient was responsive to narcan (narcan reversion). The patient also required temporary cessation of the pump, and 24-hour monitoring (hospitalization) in the intensive care unit (ICU). The pump was restarted at the same rate without clinical overdose. A decision to replace the pump was made, and the drug refill period was of 1 month. It was further reported that they suspected / questioned a pump malfunction or bolus issue. The pump was explanted and replaced with the same model. The issue was resolved as of on (B)(6) 2025. The patient was without injury regarding their status as of on (B)(6) 2025. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.